Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Case description continued: reportedly, both graftmaster stents were implanted with excellent results. Reportedly, there were no adverse patient effects related to use of the trek or the graftmasters. No additional information was provided. (B)(4). Concomitant medical products: guide wire: runthrough; guide catheter: 8f mb1 launcher; stent: 4.8x16 x graftmaster. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It was reported that a 4.8x26 graftmaster was then deployed in the lesion with a maximum pressure of 20 atm (atmospheres). It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use clearly states not to exceed the rated burst pressure. In addition, it was reported that the graftmaster was used to treat a non-bleeding lesion with no perforation, tear or any other type of bleeding. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The 2.5x30 rx trek device referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that during a percutaneous coronary intervention procedure to treat an 80% stenosed, very large and bulky lesion in the ostial and proximal saphenous vein graft (svg) to the right coronary artery (rca), a 2.5x30 rx trek balloon catheter was advanced over a non-abbott guide wire and through an 8f non-abbott guide catheter, but the trek balloon markers were not able to be visualized under fluoroscopy during advancement. Thus, the 2.5x30 trek balloon was not inflated and was withdrawn from the anatomy. After withdrawal, the trek balloon markers were confirmed to be present and appeared to be properly crimped in place on the inner member shaft inside the balloon. A 2.75x30 trek balloon catheter was advanced to the lesion and pre-dilatation was performed. A 4.8x16 rx graftmaster covered stent was then advanced and deployed in the svg to rca lesion with a maximum inflation pressure of 20 atmospheres (atm) for 20 seconds. A 4.8x26 graftmaster was then deployed in the lesion with a maximum pressure of 20 atm for 25 seconds, proximal to the implanted 4.8x16 graftmaster. The use of both graftmaster stents were pre-planned to ensure complete coverage of the bulky, large lesion. As there was minor residual waist in the proximal placed 4.8x26 graftmaster stent, high pressure post-dilatation was performed using a 5.0x15 sprinter (non-abbott) balloon for improved stent wall apposition. High pressure post-dilatation was then performed on the distally placed 4.8x16 graftmaster stent as standard operating procedure, using the same balloon. Stenosis was successfully reduced to less than 10%.